Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service representative (csr) documentation. The lay user/patient contacted lifescan (lfs) customer service on september 8, 2009 alleging that his onetouch ultra meter was not powering on. The pt claimed that 3 days after the power issue began she became shaky, which is a symptom suggestive of hypoglycemia. It was noted that the pt did not receive any treatment. According to the troubleshooting performed with customer service, the battery was replaced per the owner's manual. The csr noted that the power issue was not resolved. This complaint is being reported because the pt allegedly developed symptoms suggestive of hypoglycemia after the power issue began. In addition, the power issue was not resolved with troubleshooting. Replacement products were sent to the pt.